Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. It was reported that the device was dropped in the golf cart. The blood glucose of the customer was unknown. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.